Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament all inside reconstruction the flip cutter failed to flip back from 9mm to 3.5mm. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. The femoral tunnel was reamed through the first cortex and an extender button was used to finish the surgery successfully.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed that the distal cutter tip of the returned flipcutter¿ ii, short 9.0 mm, was stuck, twisted, and had chipped edges. The distal end of the shaft showed that the slots were twisted. Functional testing revealed that the cutter tip was stuck between the slots on the distal end of the shaft. The method used to prepare the bone, as well as the bone quality encountered, were not provided. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.